Event description:
It was reported by the patient that she underwent a sling procedure on an unknown date. Post-operatively, the patient initially experienced pain radiating down the legs. Recently, she has had swelling in her legs/feet, incontinence, weight gain, and open, itching sores all over her body. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.